Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the pump had blank display. The customer¿s blood glucose level at the time of incident was 290 mg/dl. The customer reported that she noticed blank display when she was bolusing. The customer inserted new battery however the display did not return. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Unit was received with a blank display due to a broken solder joint in the interface board. Unable to perform displacement test, operating currents, selftest, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. Unit received with minor scratched display window, cracked case at display window corner, cracked reservoir tube lip and cracked lcd window.